Event description:
The customer reported that a pt returning a digitrak xt holter recorder stating that she was burned by the monitor while wearing it.

Manufacturer narrative:
(B)(4): the customer reported that a pt returning a digitrak xt holter recorder stating that she was burned by the monitor while wearing it. She also claimed that she was using heated seats in her car and that the seat also sustained a burn hole. Based on the customers problem description this will be considered a reportable event. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.